Event description:
The reporter's information is inconsistent with MFR's records. Device registration information indicates this device was implanted for treatment of chronic intractable pain of the limbs and trunk. This is information to refute the implication in b5 that the device may have caused a lumber nerve root injury. It is also illogical that a patient would replace a device which had caused such an injury.